Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak. Please note add'l devices implanted and related to this event: (B)(4).

Event description:
(B)(6) 2008, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography revealed a type ii endoleak from multiple lumbar arteries. On (B)(6) 2010, a coil embolization procedure was performed to treat the type ii endoleak. On an unk date, a computed tomography revealed a persistent type ii endoleak with aneurysm growth (amount of growth unk). On (B)(6) 2010, a second coil embolization procedure was performed to treat the persistent type ii endoleak and aneurysm growth. On an unk date in 2011, a computed tomography revealed a persistent type ii endoleak with 3mm of aneurysm growth. On (B)(6) 2011, the gore excluder aaa endoprostheses were explanted due to the persistent type ii endoleak with aneurysm growth. A new hemashield device was implanted and the pt tolerated the procedure. The devices were discarded at the facility.